Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the lock ring is out of position, and cannot be set to proper orientation. Pmv performed functional testing cannot be done due to the state of the instrument. The reload was externally evaluated for evidence of damage. It was discovered that the reload had both blowout plates broken and the knife bar was dramatically deformed (bent). The sled was noted to be at its neutral or un-fired location in the cartridge assembly indicating that the reload was never fired. The reload was then loaded on a manual instrument attempted to be fired. The reload would not fire as the broken/deformed components caused excessive firing forces. Engineering concludes that the most potential root cause for this defect was user error. Prior to entry into the body the reload is exercised to aid in the articulation feature. It is possible that the individual that exercised this unit had over articulated the unit. This over articulation caused the blowout plates to break and the knife bar to permanently deform. This damage resulted in the instrument not firing. Pmv will continue to monitor/trend this defect for future occurrences. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporters, during a video-assisted lobectomy, when the surgeon tried to transact bronchus with the device, at first squeeze he could not squeeze the handle. So the scrub nurse changed the reload to a new one then surgeon could finish this procedure without any additional event. There was no patient injury.